Event description:
This event was reported as valve explanted after 11 years implant duration due to aortic insufficiency, calcification, dyspnea, cardiomyopathy and pulmonary edema. No further information was provided.